Event description:
It was reported that the atrial lead was reprogrammed due to low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4296 lead, implanted 2014-(B)(6), c4tr01 ICD, implanted 2014-(B)(6). (B)(4).